Manufacturer narrative:
The oad was returned with a driveshaft fracture on the distal side of the crown along with a single filar fracture on the proximal side of the crown. Scanning electron microscopic (sem) analysis identified possible fatigue striations at the site of the driveshaft fracture. It is possible the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The diamondback 360 coronary orbital atherectomy device instructions for use states the following warnings: "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval" and "never use force to advance the spinning crown as vessel perforation may occur. If any resistance to crown travel is felt, reposition the crown away from the lesion, immediately stop treatment, and use fluoroscopy to assess the vessel for any complications". However, the exact root cause could not be conclusively determined. When tested, the oad functioned as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During treatment with the diamondback 360 coronary orbital atherectomy device (oad) on a calcified and tortuous right coronary artery (rca), the crown fractured from the nose cone. The fracture occurred after the fifth low speed treatment was performed. A parallel wire was used to retrieve the oad and viperwire advance guide wire. No components remained in the patient. A high-pressure balloon and intravascular lithotripsy (ivl) were performed, followed by a stent placement to complete the procedure. The patient was discharged the following day and in stable condition.